Event description:
The customer obtained a discordant positive atellica im toxoplasma igg (toxo g) result from one patient sample. Results from other samples from the same patient were equivocal. The sample was tested on alternate methods and the results were negative. The result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant reactive toxo g result.

Manufacturer narrative:
An outside us customer obtained a discordant positive atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. Results from other samples from the same patient were equivocal. The sample was tested on alternate methods and the results were negative. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthineers is investigating.

Manufacturer narrative:
Initial MDR 1219913-2022-00334 was filed on oct 04, 2022 reporting an outside the us customer obtained a discordant positive atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. Results from other samples from the same patient were equivocal. The sample was tested on alternate methods and the results were negative. Additional information - oct 13, 2022. Siemens retrieved patient smart remote services (srs) data from (B)(6) 2021 to (B)(6) 2022 and atellica im toxoplasma igg (toxo g), lot 280 interpretation results was similar to other lots. 274/ % 276/ % 278/ % 280/ % non-reactive 159,278/ 85.63 256,557/ 86.09 212,504/ 84.6 79,359/ 86.72 equivocal 1,639/ 0.88 2,637/ 0.88 2,184/ 0.87 731/0.8 reactive 25,080/ 13.48 38,826/ 13.03 36,488/ 14.53 11,421/ 12.48 total 185,997 298,020 251,176 91,511 additional information - oct 20, 2022. The customer confirmed only 500ul of serum sample was available for additional testing and stated hbt tube testing will be performed. The sample has been stored frozen. Siemens has requested the results of hbt testing. Siemens has also requested the total number of negative patient results obtained with atellica im toxoplasma igg (toxo g), lot 280. Siemens continues to investigate.

Manufacturer narrative:
Initial MDR 1219913-2022-00334 was filed on oct 04, 2022 reporting an outside the us customer obtained a discordant positive atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. Results from other samples from the same patient were equivocal. The sample was tested on alternate methods and the results were negative. Siemens filed the MDR 1219913-2022-00334 supplemental report 1 on nov 10, 2022. Additional information - apr 21, 2023. The customer had a patient sample that recovered reactive on atellica im toxoplasma igg (toxo g) lot 280 and non-reactive with alternate methods. The sample was close to the cut off of 10 iu/ml and the initial result was 10.2 iu/ml. The same sample was repeated on the same system and with the same toxoplasma igg lot (280) and resulted equivocal (9.42 iu/ml). It was then tested with the same alternate methods and was again non-reactive. Calibration was valid and qc recovery was within insert ranges. Historically, the patient had been equivocal with atellica im and non-reactive with other methods. Repeating of one of the older samples replicated that initial result of equivocal on the atellica im toxo g and negative on an alternate method. Calibration was valid and qc recovery was within insert ranges. A review of field patient data from (B)(6) 2021 to (B)(6) 2022 indicated atellica im toxo g lot 280 recovery was comparable with the other lots. A different sample from a previous draw of the same patient was treated with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt), but not tested neat for toxoplasma igg on the atellica im. After treatment with hbt, the result was reactive (13.13 iu/ml) when tested with atellica im toxo g lot 280 and after treatment with nabt the result was reactive and close to the cut-off (10.13 iu/ml) when tested with atellica im toxo g lot 280. The assay was designed to have within-laboratory precision of <12.0% cv for samples from 6.4-700.0 iu/ml. The customer did not provide the total number of non-reactive results because they were still using lot 280. The total resolved specificity as described in the atellica im toxoplasma igg instruction for use (IFU) 10995430_en rev. 03, 2022-05 is 99.6 %. Based on the available information from internal data and external data from siemens remote services, atellica im toxoplasma igg lot 280 is performing as intended. No further evaluation of the device is required. No product performance issue has been identified and a patient specific issue cannot be excluded.